Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer called tsc to report a discrepant positive reaction in a(abo1) antigen typing for a newborn sample using an ortho vision analyzer with an ortho mts a/b/d monoclonal grouping card. The customer reported that on 09 october 2020, they had tested a newborn sample (sample ID (B)(6)) for a(abo1) typing using ortho mts a/b/d monoclonal grouping card lot 040820053-05 and mts diluent 2 lot 188 in conjunction with their ortho vision mts analyser and that they had obtained a positive reaction (2+ reaction strength) with the biovue anti-a(abo1) reagent. The newborn had been grouped as ab rhd positive. The customer reported that they had retested this newborn sample for a(abo1) typing using anti-a(abo1) bioclone lot baa621a in tube method and that they had obtained a negative reaction with the anti-a(abo1) reagent. The newborn had been grouped as b rhd positive. No further detail provided. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.